Manufacturer narrative:
Clinical investigation: there is a temporal and possible causal relationship between hemodialysis utilizing the 5008x hd system with 5008x hd/hdf - standard blood tubing set and the patient event of hypotension with a complication in administration of saline due to clotting in the arterial needleless access port and priming set. However, the patient¿s hypotension could be the result of intradialytic hypotension, a common occurrence in hd patients and has occurred independently of the reported clotting. ¿the risk factors for developing idh are numerous, ranging from patient-related factors, including age and comorbidity with reduced cardiac reserve, to patient compliance with dietary and lifestyle advice, to reactions with the extracorporeal circuit and medications, choice of dialysate composition and temperature, setting of postdialysis target weight, ultrafiltration rate, and profiling.¿ there was reportedly clotting in the arterial needleless access port and priming set. The initial information stated that saline was prepped and connected to the arterial needleless access port. This is reportedly due to the message received during pre-treatment setup that online was not available to use saline. It is unknown why that message was received. Additionally, there are multiple reasons why the circuit can clot which includes the patient¿s catheter or access having an issue causing low flow rates, the patient could be in a hypercoaguable state, dehydration, low infusion of heparin, and high hemoglobin. Furthermore, the connection of the saline to the arterial needleless access port could have had an issue, predisposing the extracorporeal circuit to form clots. Without additional details and with the limited information provided in the initial documentation, it cannot be concluded if the 5008x hd system with 5008x hd/hdf - standard blood tubing set caused or contributed to the patient¿s reported hypotension and the clotting in the extracorporeal circuit.

Event description:
On 24/apr/2026, it was reported that this male hemodialysis (hd) patient who received treatment thrice weekly experienced a drop in blood pressure (bp) during treatment (reading not provided) utilizing the 5008x hd system with 5008x hd/hdf - standard blood tubing set. The drop in bp was noted during a 30-minute check. The technician wanted to administer a saline bolus to the patient. The roller clamp on the priming set was opened, but nothing was noted to be infusing to the patient. The clamp was verified to be open. The tech wanted to end treatment due to the patient was ¿going out¿. After verifying no administration of saline, a syringe was connected to the arterial needleless access site removing blood clots. A new priming set was requested due to the previously connected priming set being clotted and not infusing saline. A recirculation connector was attached, and saline was administered (volume not provided). O2 was administered via nasal cannula (flow rate not provided). The patient¿s bp recovered and stabilized. The patient was discharged ambulatory without assistance home. The patient was reported to have no blood loss. The patient did not complete the treatment. Prior to the start of treatment, during the pre-treatment set-up, the technician pressed the initiate treatment button on the 5008x hemodialysis (hd) machine, with 1 second remaining in the 17 second countdown the info card popped up stating that online was not available to use saline. No port mishandling was noted by senior nurse manager. Additionally, it was reported that saline was prepped and connected to the arterial needleless access site.